Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through emergency medical services and hospitalized for low blood glucose on (B)(6) 2022 . Customers blood glucose reading was 60 mg/dl at the time of incident. Customers current blood glucose was 160 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Customer treated low blood glucose with glucose tablets and food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged possible insulin pump was over delivery. The insulin pump will be returned for analysis.